Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in emergency room, non-sustained rv oversensing due to noise on rv lead was observed. Noise on rv lead were not able to programmed around. The lead will be explanted. The patient was in good condition with no adverse affects.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented in clinic for follow up on (B)(6) 2019. Upon device interrogation, the right ventricular lead continued to exhibit noise oversensing. Programming changes were made. The patient was stable and would continued to be monitored.